Event description:
It was reported that the patient had a fall resulting in the expulsion of the device (bearing spin out). Revision surgery was performed and the bearing was replaced. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2-foreign- (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified what appears to be wear, scratches and gouging on the bearing surface. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. Significant findings include two views of the right knee demonstrate a medial compartment hemiarthroplasty with metal on metal appearance as well as possible dislocated bearing noted posteriorly on the lateral film. Evidence of osteopenia but no bony fracture noted. The root cause of the reported issue is patient accident / injury.

Manufacturer narrative:
(B)(6) investigation of this incident is currently ongoing with the received additional information. Once the investigation is updated, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.